Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
The retention dome was detached. It was not during percutaneous removal. The indwelling period was 35 days.